Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient did not feel it was working, so she turned it off. At first, the patient was incapable to recharge it, but was successful. The stimulator was charged and she had used it. The health care professional (hcp) wanted the patient to turn it back on and use it. This issue began in (B)(6) 2015. The patient had an appointment to meet with a manufacturing representative, but she never showed up. The patient had further questions about the recharger screen, which showed depleted. The battery above the coupling bars was 75% full and the stimulation was on. The patient was unable to provide information about why the recharger indicated the implantable neurostimulator (ins) was depleted before. The indication's for use include non-malignant pain and post lumbar laminectomy syndrome. The patient noted that the stimulation was fine. If additional information is received, a supplemental report will be sent.